Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("chronic pain / pain") and abscess ("abscess cyst") in a 33-year-old patient who had essure (ess205) (batch no. 646514,646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included oral contraceptive nos from 2002 to 2008 for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, 9 years 7 months after insertion of essure (ess205), the patient experienced weight increased ("weight gain"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced migraine ("migraines/headaches") and headache ("headache"). In 2015, the patient experienced rash generalised ("rash all over body"), eye pain ("vision/eye problems type: eye pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced rash ("skin rash") and rash macular ("red patches"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abscess (seriousness criterion medically significant), fungal infection ("yeast infections"), acne ("acne"), flank pain ("left side pain"), arthralgia ("joint pain/hip pain"), ear pain ("ear pain"), pain of skin ("skin pain"), pain in extremity ("hip to leg pain") and back pain ("back pain"). The patient was treated with surgery (to remove essure implant) and surgery (abscesso removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abscess, allergy to metals, fungal infection, acne, migraine, fatigue, weight increased, flank pain, arthralgia, pain of skin, pain in extremity, headache and back pain outcome was unknown and the rash, rash generalised, rash macular, dysmenorrhoea, eye pain and ear pain had resolved. The reporter considered abscess, acne, allergy to metals, arthralgia, back pain, dysmenorrhoea, ear pain, eye pain, fallopian tube perforation, fatigue, flank pain, fungal infection, headache, migraine, pain in extremity, pain of skin, pelvic pain, rash, rash generalised, rash macular and weight increased to be related to essure (ess205). The reporter commented: findings: findings were that of a normal size uterus, tubes with essure, otherwise grossly normal in their appearance and ovaries consistent with polycystic ovaries bilaterally. Of note, prior to procedure, I did talk to the patient and her family and concurred with the plan of tah and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event headache, perforation (fallopian tube(s)), back pain were added. Event term cyst updated to abscess cyst. Reporter, weight, concomitant condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("chronic pain / pain") and abscess ("abscess cyst") in a 33-year-old patient who had essure (ess205) (batch no. 646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included oral contraceptive nos from 2002 to 2008 for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, 9 years 7 months after insertion and 1 day after removal of essure (ess205), the patient experienced weight increased ("weight gain"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced migraine ("migraines/headaches") and headache ("headache"). In 2015, the patient experienced rash generalised ("rash all over body"), eye pain ("vision/eye problems type: eye pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced rash ("skin rash") and rash macular ("red patches"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abscess (seriousness criterion medically significant), fungal infection ("yeast infections"), acne ("acne"), flank pain ("left side pain"), arthralgia ("joint pain/hip pain"), ear pain ("ear pain"), pain of skin ("skin pain"), pain in extremity ("hip to leg pain") and back pain ("back pain"). The patient was treated with surgery (to remove essure implant), surgery (to remove essure implant) and surgery (removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abscess, allergy to metals, fungal infection, acne, migraine, fatigue, weight increased, flank pain, arthralgia, pain of skin, pain in extremity, headache and back pain outcome was unknown and the rash, rash generalised, rash macular, dysmenorrhoea, eye pain and ear pain had resolved. The reporter considered abscess, acne, allergy to metals, arthralgia, back pain, dysmenorrhoea, ear pain, eye pain, fallopian tube perforation, fatigue, flank pain, fungal infection, headache, migraine, pain in extremity, pain of skin, pelvic pain, rash, rash generalised, rash macular and weight increased to be related to essure (ess205). The reporter commented: findings: findings were that of a normal size uterus, tubes with essure, otherwise grossly normal in their appearance and ovaries consistent with polycystic ovaries bilaterally. Of note, prior to procedure, I did talk to the patient and her family and concurred with the plan of tah and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('chronic pain / pain') and abscess ('abscess cyst') in a 33-year-old patient who had essure (ess205) (batch no. 646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin rash since 2015 and obesity. Concomitant products included oral contraceptive nos from 2002 to 2008 for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, the patient was found to have weight increased ("weight gain"), 9 years 7 months after insertion and 1 day after removal of essure (ess205). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced migraine ("migraines/headaches") and headache ("headache"). In 2015, the patient experienced eye pain ("vision/eye problems type: eye pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced rash ("skin rash / rash spot on my leg / rash all over body") and rash macular ("red patches"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abscess (seriousness criterion medically significant), fungal infection ("yeast infections"), acne ("acne / pimples"), flank pain ("left side pain"), arthralgia ("joint pain/hip pain"), ear pain ("ear pain"), pain of skin ("skin pain"), pain in extremity ("hip to leg pain"), back pain ("back pain") and blister ("blister") and was found to have weight decreased ("I have lost 25"). The patient was treated with surgery (removal and to remove essure implant, hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abscess, allergy to metals, fungal infection, acne, migraine, fatigue, weight increased, flank pain, arthralgia, pain of skin, pain in extremity, headache, back pain, weight decreased and blister outcome was unknown and the rash, rash macular, dysmenorrhoea, eye pain and ear pain had resolved. The reporter considered abscess, acne, allergy to metals, arthralgia, back pain, blister, dysmenorrhoea, ear pain, eye pain, fallopian tube perforation, fatigue, flank pain, fungal infection, headache, migraine, pain in extremity, pain of skin, pelvic pain, rash, rash macular, weight decreased and weight increased to be related to essure (ess205). The reporter commented: findings: findings were that of a normal size uterus, tubes with essure, otherwise grossly normal in their appearance and ovaries consistent with polycystic ovaries bilaterally. Of note, prior to procedure, I did talk to the patient and her family and concurred with the plan of tah and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter and event I have lost 25, blister added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('chronic pain / pain') and abscess ('abscess cyst') in a 33-year-old patient who had essure (ess205) (batch no. 646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin rash since 2015 and obesity. Concomitant products included oral contraceptive nos from 2002 to 2008 for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, the patient was found to have weight increased ("weight gain"), 9 years 7 months after insertion and 1 day after removal of essure (ess205). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced migraine ("migraines/headaches") and headache ("headache"). In 2015, the patient experienced eye pain ("vision/eye problems type: eye pain") and fatigue ("fatigue"). On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced rash ("skin rash / rash spot on my leg / rash all over body") and rash macular ("red patches"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abscess (seriousness criterion medically significant), fungal infection ("yeast infections"), acne ("acne / pimples"), flank pain ("left side pain"), arthralgia ("joint pain/hip pain"), ear pain ("ear pain"), pain of skin ("skin pain"), pain in extremity ("hip to leg pain"), back pain ("back pain") and blister ("blister") and was found to have weight decreased ("I have lost 25"). The patient was treated with surgery (removal and to remove essure implant, hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abscess, allergy to metals, fungal infection, acne, migraine, fatigue, weight increased, flank pain, arthralgia, pain of skin, pain in extremity, headache, back pain, weight decreased and blister outcome was unknown and the rash, rash macular, dysmenorrhoea, eye pain and ear pain had resolved. The reporter considered abscess, acne, allergy to metals, arthralgia, back pain, blister, dysmenorrhoea, ear pain, eye pain, fallopian tube perforation, fatigue, flank pain, fungal infection, headache, migraine, pain in extremity, pain of skin, pelvic pain, rash, rash macular, weight decreased and weight increased to be related to essure (ess205). The reporter commented: findings: findings were that of a normal size uterus, tubes with essure, otherwise grossly normal in their appearance and ovaries consistent with polycystic ovaries bilaterally. Of note, prior to procedure, I did talk to the patient and her family and concurred with the plan of tah and bilateral salpingectomy. Discrepancy noted in insertion date as (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), pelvic pain ('chronic pain / pain') and abscess ('abscess cyst') in a 33-year-old patient who had essure (ess205) (batch no: 646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin rash since 2015 and obesity. Concomitant products included oral contraceptive nos from 2002 to 2008 for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, the patient was found to have weight increased ("weight gain"), 9 years 7 months after insertion and 1 day after removal of essure (ess205). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced migraine ("migraines / headaches") and headache ("headache"). In 2015, the patient experienced eye pain ("vision / eye problems type: eye pain") and fatigue ("fatigue"). On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced rash ("skin rash / rash spot on my leg / rash all over body") and rash macular ("red patches"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abscess (seriousness criterion medically significant), fungal infection ("yeast infections"), acne ("acne / pimples"), flank pain ("left side pain"), arthralgia ("joint pain / hip pain"), ear pain ("ear pain"), pain of skin ("skin pain"), pain in extremity ("hip to leg pain"), back pain ("back pain") and blister ("blister") and was found to have weight decreased ("I have lost 25"). The patient was treated with surgery (removal and to remove essure implant, hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abscess, allergy to metals, fungal infection, acne, migraine, fatigue, weight increased, flank pain, arthralgia, pain of skin, pain in extremity, headache, back pain, weight decreased and blister outcome was unknown and the rash, rash macular, dysmenorrhoea, eye pain and ear pain had resolved. The reporter considered abscess, acne, allergy to metals, arthralgia, back pain, blister, dysmenorrhoea, ear pain, eye pain, fallopian tube perforation, fatigue, flank pain, fungal infection, headache, migraine, pain in extremity, pain of skin, pelvic pain, rash, rash macular, weight decreased and weight increased to be related to essure (ess205). The reporter commented: findings: findings were that of a normal size uterus, tubes with essure, otherwise grossly normal in their appearance and ovaries consistent with polycystic ovaries bilaterally. Of note, prior to procedure, I did talk to the patient and her family and concurred with the plan of tah and bilateral salpingectomy. Discrepancy noted in insertion date as on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain") in a 33-year-old patient who had essure (ess205) (batch no: 646514) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos from 2002 to 2008 for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, 9 years 7 months after insertion and 1 day after removal of essure (ess205), the patient experienced weight increased ("weight gain"). In 2015, the patient experienced rash generalised ("rash all over body"), rash macular ("red patches"), dysmenorrhoea ("dysmenorrhea (cramping)"), eye pain ("vision/eye problems type: eye pain") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("skin rash"), allergy to metals ("nickel allergy"), cyst ("cysts"), fungal infection ("yeast infections"), acne ("acne"), migraine ("migraines/headaches"), flank pain ("left side pain"), arthralgia ("joint pain"), ear pain ("ear pain"), pain of skin ("skin pain") and pain in extremity ("hip to leg pain"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, cyst, fungal infection, acne, migraine, fatigue, weight increased, flank pain, arthralgia, pain of skin and pain in extremity outcome was unknown and the rash, rash generalised, rash macular, dysmenorrhoea, eye pain and ear pain had resolved. The reporter considered acne, allergy to metals, arthralgia, cyst, dysmenorrhoea, ear pain, eye pain, fatigue, flank pain, fungal infection, migraine, pain in extremity, pain of skin, pelvic pain, rash, rash generalised, rash macular and weight increased to be related to essure (ess205). The reporter commented: findings: findings were that of a normal size uterus, tubes with essure, otherwise grossly normal in their appearance and ovaries consistent with polycystic ovaries bilaterally. Of note, prior to procedure, I did talk to the patient and her family and concurred with the plan of tah and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received- lot number, reporter information, patient details, other relevant history, product information, concomitant drugs, events- rash all over body, red patches, migraines, headaches, dysmenorrhea (cramping), vision/eye problems type: eye pain, fatigue, weight gain, left side pain, joint pain, ear pain, skin pain, hip to leg pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), allergy to metals ("nickel allergy"), cyst ("cysts"), fungal infection ("yeast infections") and acne ("acne"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, allergy to metals, cyst, fungal infection and acne outcome was unknown. The reporter considered acne, allergy to metals, cyst, fungal infection, pelvic pain and rash to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.